Event description:
The customer contact reported backflow of IV fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to delivery an unspecified volume of an unspecified solution via a sigma pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified solution. The primary solution container was hung below the secondary solution container. The customer contact reported the nurse noted "flow in the wrong direction a few minutes after delivery was started". It was reported that the delivery was stopped. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).